Manufacturer narrative:
Product analysis: analysis was able to confirm the customer comment that the external pulse generator (epg) had a missing knob, that knob required repair as the menu control knob was missing and the upper case was broken around menu encoder. It was further noted that the battery drawer, lower case stuck and that the main seal was pinched. All found defective parts were replaced and all identified issues were resolved. The device then passed final functional tests. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the external pulse generator had a missing knob, that knob required repair. The epg was received into service. There was no patient involvement.